Event description:
Device was returned for service with a report from the facility's biomedical engineer that the pump does not detect a downstream occlusion. The facility's biomed technician reported that there was no record of any patient incident involving this device.